Manufacturer narrative:
Evaluation completed. A 25ga vitrectomy cutter was returned in a plastic bag inside a cardboard box. The original packaging and the tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connector was inspected and no defects found. A functional test was performed using a stellaris system. The inner needle did not reach the cutting edge. The cutter cannot cut in this condition. It should be noted that a bent needle could contribute to poor cutting performance due to binding between the inner and out needle. Report 1 of 2 see 1920664-2016-00381.

Event description:
User facility reported the vitrectomy cutter was not cutting. No patient injury.